Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4): analysis of the pump found pump battery high resistance.

Event description:
It was further reported that this device was explanted for normal battery depletion because the pump was nearing end of life. The catheter was fine and intact without issue. There were no patient symptoms and the patient was now doing "very well."

Event description:
It was reported that the patient had the pump explanted on (B)(6) 2013 and replaced for battery depletion. The pump was being user to deliver lioresal.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).